Event description:
Patient had port catheter placed in left subclavian and returned seven months later with suspicion of access line fracture of the catheter. The catheter was evaluated and during this process ruptured into the proximal portion. The fractured port catheter was successfully removed. There was no patient injury.